Manufacturer narrative:
Additional information has been requested; however, not made available as of the date of this report. This report is submitted on july 1, 2020.

Event description:
Per the clinic, it was reported the device was explanted due to an unreported reason on an unknown date.